Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead revision procedure on (B)(6) 2024 (manufacturer report number: 1627487-2024-10001), a message showing "ipg repair attempted" appeared on the clinician programmer after surgery mode. The cp was connected to the ipg and the ipg was put back into surgery mode to complete the procedure.